Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per sample evaluation results on (B)(6) 2024, it was reported that there was an alarm that the water reservoirs were empty because the drain valves broken. The arctic sun device did not cool water and not heat water to expected value.

Event description:
It was reported that the arctic sun device had low flow. Per sample evaluation results on 26mar2024, it was reported that there was an alarm that the water reservoirs were empty because the drain valves broken. The arctic sun device did not cool water and not heat water to expected value.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.